Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: (B)(4). Upn: scs-linear leads model: sc-2218-70 serial: (B)(4). Batch: 18363601.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were not returned.